Event description:
Repair request initiated by the user facility for device with a report of the footed portion damage. Report escalated to a complaint due to the footed portion of the attachment cut by tool contact. On follow-up it was noted that this was identified outside of surgery and there was no pt impact.

Manufacturer narrative:
Device has not been returned for evaluation. This attachment had been in the field for approximately 33 months without any record of factory service. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. In any case, the maintenance interval should not exceed 24 months. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."